Event description:
Additional information indicates that the patient had reported in (B)(6) 2017 had experienced sensations described as shocking in the back of the patient head though stimulation was off.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-13202. Related manufacturer reference number: 1627487-2019-13203. Related manufacturer reference number: 1627487-2019-13204. It was reported that the patient is no longer using the system but could feel vibration out of her head. Hence, the entire system was explanted on (B)(6) 2019 due to the reported uncomfortable stimulation.